Manufacturer narrative:
Follow-up #1 date of submission 02/28/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 02/12/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was torn. The ¿ok¿, ¿down¿ and contrast button responded intermittently while the ¿up¿ button responded properly. Removal of the keypad cover found ¿ok¿ and ¿down¿ button contact inverted and contamination was found under all of the button contacts. Unrelated to the button issue, it was observed that the verify screen was dim and discolored.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging that the buttons were not responding to presses and were sticking. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.